Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7407842. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7487044. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a system explant on (B)(6) 2026, two leads were fractured and portions of the lead remain implanted. As a result, surgical intervention may be undertaken to address the issue. It is unknown which two leads were fractured.